Manufacturer narrative:
The product's lot number could not be obtained; therefore the primary di number is provided (d4), but full UDI information is not available.

Event description:
Eight hours after an atrial fibrillation procedure, the patient developed cerebral infarction. The patient developed weak left upper limb muscle strength and blurred vision. A head CT examination showed acute cerebral infarction and occlusion of the right middle cerebral artery m2 branch. Anticoagulant medication was administered, and the patient has since been discharged. The cause of the thrombus remains unknown. There were no issues noted during the procedure.

Manufacturer narrative:
Additional information: g3, h2, h3, h6. The device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported cerebral infarction remains unknown.

Manufacturer narrative:
Additional information: d4, g3, h2, h4.